Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the paper by brulc et al. Reported that 3 procotyl-l cups were revised for unknown reasons.